Event description:
It was reported presented to the emergency room with dyspnea and discomfort. Echocardiogram revealed that the right ventricular lead had perforated the cardiac tissue and created a pericardial effusion. Emergency pericardiocentesis was performed to drain excess fluid and the lead was explanted and replaced. The patient was stable post procedure.